Event description:
It was reported that the water leaked from the foley catheter during pretest.

Manufacturer narrative:
The reported event is inconclusive. It is unknown whether the device had met relevant specifications. It was unknown whether the product has caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible observations. Based on the sample received it is unknown if the device met specification since the used sample was not returned for evaluation. A potential root cause could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Corrections: d,e. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the foley catheter during pretest.

Event description:
It was reported that the water leaked from the foley catheter during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.